Manufacturer narrative:
(B)(4). The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated leads were explanted due to infection. No adverse patient effects were reported.